Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken main tube approximately 50.15" from the distal tip. The component is broken, and there may be missing pieces, but the size of the missing pieces cannot be confirmed. The missing pieces were not returned. Components adjacent to this broken main tube show damage. Additionally, the instrument was found to have the proximal clevis dislodged from its normal position. As a result, the instrument could not operate properly. The instrument was not placed on an in-house system due to the proximal clevis and the main tube being broken. The instrument was not fully functional. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage. The probable root cause is attributed to damage during use. Applying excessive force on the distal end of the instrument during handling, insertion, usage (overloading), or removal can cause damage.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument articulating tip has been pushed. No known impact or patient consequence was reported. Isi followed up with the initial reporter and obtained the following additional information: the defect was noticed prior to start of the procedure. There was no report of fragments in the patient. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retention of foreign material.